Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure it was noted that the atrial lead could not be fixed after multiple attempts. The lead was not used and replaced successfully. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.